Event description:
It was reported by the patient that the controller changes from one power port to the other one before batteries are down to 25% capacity. The controller was exchanged to the backup controller; the batteries were exchanged from the hospital. There were no reported consequences or impact to the patient. No additional information reported. This is 1 of 2 reports.

Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is one of two reports (3007042319-2015-01102 and 3007042319-2015-01103) submitted for devices related to the same event.

Manufacturer narrative:
The following batteries were reported; however, it is unknown which batteries were involved in the reported event: 1650de, (B)(4). 1650de, (B)(4). 1650de, (B)(4). 1650de, (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. Adverse events updated to elective controller exchange and no consequence or impact to patient. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01103) submitted for devices related to the same event. Batteries have not been received.